Manufacturer narrative:
The reported events of inadequate capture and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during lead positioning on (B)(6) 2021, the right ventricular (rv) lead had high capture threshold and high pacing impedance. A new rv lead was used and implanted with acceptable parameters. There was no patient consequences and patient was stable.